Event description:
The patient had multiple heart surgeries and was unable to recharge his implantable neurostimulator. There were telemetry issues in 2009. An overdischarge was suspected. The field representative performed a physician mode recharge, and the device worked well afterward. The device was returned for analysis with no explanation for the explant. Further investigation revealed that the patient had died. The cause of death was not reported.

Manufacturer narrative:
The implantable neurostimulator and extensions have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.